Event description:
It was later reported that the patient had generator and lead replacement surgery on (B)(6) 2013. Since his device had not been functioning as intended due to high impedance, the replacement device was programmed to low settings following surgery. Good faith attempts for product return have been unsuccessful to date. The devices have not been received by the manufacturer.

Event description:
It was initially reported that the vns physician performed diagnostics on the patient's device which resulted in high lead impedance. No additional information was initially reported, and attempts for additional information have been unsuccessful to date.

Event description:
The implant card was received and indicated the reason for replacement on (B)(6) 2013 was due to lead discontinuity.

Event description:
Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records for the lead confirmed all quality tests were passed prior to distribution.